Event description:
It was reported that a volume discrepancy occurred where the actual reservoir volume of 24ml was greater than the expected reservoir volume of 4ml. It was indicated but date not provided, that the patient would be brought back in early to see if the volumes match and the pump would be refilled. It was noted that there were no patient symptoms or injuries related to this event. The drug delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4)l, implanted: (B)(6) 2009, product type: catheter. (B)(4).